Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a hex screwdriver used in anterior lumbar interbody fusion (alif) procedure. It was reported that the instrument was broken. There was no patient involved in this event. The product has been used in previous surgeries. There were no further complications that were reported.

Manufacturer narrative:
H3: product analysis#: (B)(4): product: 803-900, lot no: pm14f003 handle broken this regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.